Event description:
When removing the lead end cap from the lead, the hcp was concerned the lead had been compromised at distal end. The conductor wires in the lead were "beginning to uncoil." The hcp was able to "salvage the lead" and it was implanted. It was the left hemisphere lead. The extension was placed and impedances were checked. Deep brain stimulator system interrogation revealed high out-of-range impedances on multiple bipolar electrode pairs. Per the medtronic rep, the pt's leads have not been turned on "yet".

Manufacturer narrative:
(B) (4).